Event description:
It was reported that froze on wire occurred. A 2.50 mm x 8 mm nc emerge balloon catheter was advanced for use. However, during the procedure, the balloon became stuck to the guidewire. The device was removed entirely as a single unit, and the procedure was completed using a different device. No patient complications were reported.